Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a faulty power cord; this condition had the potential to interrupt delivery. This condition was found in central supply department. It is unknown when this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a faulty power cord was confirmed during product evaluation. This condition was caused by a broken power cord. The power cord was replaced to correct the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.